Manufacturer narrative:
Technical support performed, troubleshooting over the phone to determine the customer reported issue of 8015 turning on by itself. Technical support: 1. Informed customer this is, due to the keypad recall. 2. Emailed instructions to customer for further direction. A serial number was not provided. Therefore, a review of the device history record cannot be performed. Based on the findings, technical support determined, that the proximate cause of the reported issue. Technical support: informed customer this is, due to the keypad recall. The customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3: other text: not provided.

Event description:
It was reported, that the device was turning on and off by itself. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device was turning on and off by itself. There was no patient involvement.